Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield was coming off when using the product. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "customer states that the pink safety guard of the product 368607 lot no. 2066228, exp date 02/28/2, comes off when using the product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368607, lot/batch #: 2066228. Bd received 5 shelf packs of samples for investigation. Twenty (20) of the samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield was coming off when using the product. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "customer states that the pink safety guard of the product 368607 lot no. 2066228, exp date 02/28/27, comes off when using the product."